Event description:
It was reported that as the surgeon tapped the pak needle into the sacrum and a 1/4 to 1/2 inch of the insulation peeled off during the posterior lumbar interbody fusion (plif) procedure. The insulation was not able to be removed and remains in the patient.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation, however, biocompatibility evaluations on the material, along with the small size, support the biosafety of the material that remained in the patient. A review of the device history records is not possible without additional device information.

Manufacturer narrative:
Device evaluation: the device was returned to the manufacturer for analysis. Visual macroscopic examination found approximately 23mm of rilsan coating removed from the tip of the pedicle needle. The shaft was bowed; a bend was noted at the lower portion of the pedicle needle. The bend was determined to be ~1 degree and within specification. Witness marks and gouging on the surface of the rilsan coating suggest the needle may have been subjected to intraoperative bend stress and/or twisting. Dimensional inspection of the upper portion of the instrument shaft found the shaft outer diameter (including coating) within print specification (0.178). Minimal and isolated areas of discoloration were identified on the instrument shaft where the rilsan coating had been removed.